Manufacturer narrative:
Customer service sent the customer a replacement pump. In follow up, the customer indicated that she purchased the pump in (B)(6) 2010 and began using it in (B)(6) 2011 when she returned to work. In (B)(6) 2011, she began noticing that it was not working the same and it would sporadically not release suction (she had to manually break suction). It was uncomfortable when it didn't release, but did not cause pain/injury. In early (B)(6) 2012 she developed mastitis for which she saw her physician and was prescribed an antibiotic. Her mastitis has since resolved, though she has a little tenderness. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, p. 294)]. The breast pump was returned by the customer and was tested. In summary, the pump functioned within specified vacuum limits with temporary cycle interruption. There was a broken unit pin, which could create an intermittent connection of the pc board contacts and could impact unit function. Black dust was also noted (attributed to the unit motor). Cycle operation was restored following each interruption. Despite the pump failure, it cannot be definitively concluded that the pump caused/ contributed to the mastitis. An ongoing investigation is addressing the issue with black dust created by the motor.

Event description:
The customer reported on (B)(6) 2012 that for the past month while using her breast pump, it provides suction but intermittently will not release. She additionally reported that she did have mastitis.